Event description:
The following has been reported: during the inspection, damage to microphones was detected, after replacing power board microphones worked properly. Additional info provided: pumps were tested for error 51 (speaker issue). There was an error at every noise level. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.